Event description:
Subsequent to the initial MDR, clarification was provided on 10/23/2024.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H10: corrected data.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted on (B)(6) 2024. On the day of the event before going to bed, the patient was feeling sick, tired, and passed out. The patient could not remember the continuous glucose monitor (cgm) readings from that moment. The patient was found unresponsive by her husband who tried to give the patient glucose orally, but as this did not work, he called the emergency services. The husband was unable to check the cgm reading or to do a fingerstick. When the paramedics arrived and did a fingerstick the blood glucose reading was 27 mg/dl, no cgm reading was noted from that moment as the husband did not pay attention to this. The patient was brought to the hospital, and upon arrival in the emergency room, the blood sugar was still 27 mg/dl. The cgm sensor and pump were removed at that moment. The patient was given intravenous glucose, and high-flow oxygen. After about an hour, the patient regained consciousness. Several tests and an x-ray were done, and as the patient¿s condition deteriorated, she was transferred to a different hospital by helicopter where she was admitted into the intensive care unit. The patient was on an intravenous drip with potassium, and received 3 different antibiotics intravenously, vancomycin, cefepime, and a third one the husband could not remember. Additionally, she was on norepinephrine to help manage her blood pressure. There was no documentation of further medical intervention. At the time of the report the patient was still recovering but was stable, however, was still hospitalized. Of note, the patient stated that it seemed something with her pump did not work properly, but the patient also could not remember exactly what happened. After the event, when the patient checked the pump history, she noted that the day of the event she experienced a sensor failure at 4:36pm, but it was not known what the cgm device was displaying at the time of the loss of consciousness which happened later that night. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.